Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the tip of the drill bit is broken off. Our investigation has shown that the cutting edges off the broken tip are completely blunt. Also, it was found that there are heavy stress marks at the shaft above the drill bit and it is clearly visible that the drill bit was bent before it broke. The fracture face is homogenous, which indicates material conformity. These findings let us assume that an excessive metallic contact in combination with too much lateral stress caused the breakage of this device. It is concluded that no manufacturing related fault could be detected.

Event description:
It was reported that during a procedure the surgeon was using the 2.0 mm drill bit with 14mm stop and it broke. The surgeon retrieved all pieces, and the procedure was completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)